Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on april 26, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital in (B)(6). The complaint alleges that the filter has embedded, tilted, migrated, fractured and has caused perforation. The complaint specifically alleges ¿risks of removing the filter may cause further fracture of the filter, migration of the fractured fragments to other portions of the body including the lungs or heart.¿ argon¿s attorneys are attempting to gather additional information.